Event description:
During a 9month follow-up visit, this stent, which was placed in the orifice of the right renal artery, was found fractured when angiography was performed. The patient is a male (age unk). The vessel was moderately calcified and severely tortuous. The rate of stenosis was 60%. The implant date is unk. There was no abnormal issue concerning the procedure and or images taken post-procedure. There was no detailed information concerning the index procedure. There was no information as to if the patient had any additional procedures completed in these 9 months. The patient had no adverse effects from the stent fracture. The patient is in stable condition. At this point, no intervention to treat the stent fracture has been planned.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.